Event description:
The pt reported "a hole in the lap-band tubing and acid reflux". The device was found to have a "leak in the tubing of the lap-band." When the doctor performed a "dnc an x-ray" and found "a leak in the lap-band tubing." The device remains implanted. Pt called to report that only the tubing and the port will be replaced. It is unk if the device will be returned. Explant surgery is not yet scheduled.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Reflux (regurgitation) is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."